Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up for a fluoroscopy. The physician observed a slight insulation separation. No electrical anomalies were noted, so the physician elected to continue to monitor the patient.